Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. A microscopic inspection found that the barrel of the needle was cut above the swage area and there are marks on the barrel by use of the needle holder. The suture was examined for visual inspection and it was observed that the barrel cut of the needle is attached to the end of the suture. The sample condition suggests that is an improper handling of the needle. Conclusion: the device info for use cautions the user "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hysterotomy procedure on (B)(6) 2010 and suture was used. During suturing at the dermis, the needle appeared to easily detach from the suture with the first stitch. Upon initial evaluation it was found that the needle was broken. There was no adverse consequence to the pt.